Event description:
It is reported that an attempt was made to implant an endeavor sprint rx coronary stent into a patient. The device details were not provided. The lesion morphology was not provided; however, it is reported that the lesion was pre-dilated. The device was inspected prior to use with no abnormalities noted. It is reported that no resistance was noted when loading the device through the haemostatic valve or into the guide catheter; however, it is unknown if resistance was experienced during advancement of the device to/across the lesion. It is reported that the device did not pass through a previously deployed stent. It is reported that the stent dislodged; however, it is unknown how the stent dislodged and were the stent dislodged. It is reported that the patient was sent to surgery. The patient status post procedure is unknown.

Manufacturer narrative:
Evaluation codes, results: (stent dislodgement).